Event description:
A technician reported that during surgery, they lost suction. The patient interface was exchanged, suction was reacquired, and the flap was completed. There was no harm or impact to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).